Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, e1 - last name, h4, h6, h11 the device was not returned to olympus for inspection; therefore, the reported failures were not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issues could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center displayed an error on screen- invalid signal-oxo. The event occurred during service / maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections and additional information received from the customer. Updated fields: b5; g3; h2; h4; h6 and h11 corrected fields: e1; e3 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: the video system center was not processing pictures.